Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a caapio slim device was used during a procedure, performed on (B)(6) 2024. During the procedure, the device was cutting the suture behind the bullet. The device was taken apart to see if the bullet was lodged in the device but was unable to see the bullet. The procedure was successfully completed with a new device. There were no patient complications reported as a result of this event.